Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03143 and 2134265-2018-03405. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. The target lesion was located in the left anterior descending (lad) artery. During percutaneous transluminal coronary angioplasty (ptca), it was noted that pull back sled was not moving it was stuck in between the case. Thus, automatic pullback failure occurred. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.